Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 please provided the patient outcome and medical intervention. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional the valve was blocked and underdrainage. The explanted product were delivered to miethke with the return kit inside an unknown liquid. Height: 162 cm. Please provide the patient outcome and the medical intervention. The file was entered with limited information.

Manufacturer narrative:
Manufacturing evaluation: investigation- the valve was received submersed in an unidentified liquid. The progav was received along with the shunt assistant. (Reported separately) visual inspection - no significant deformations or damage of the valve were detected during the visual inspection. Permeability test - a permeability test has indicated that the progav is permeable. Adjustment test - it was tested and was adjustable to all specified pressures. Braking force and function test - the results have shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test - to investigate the claim of over/under-drainage, the opening pressure is measured. The testing apparatus is normally used. The valve operated within acceptable tolerances. Results - after the tests, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion or under-drainage state. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have temporarily occluded the valve in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.